Event description:
A customer reported that prior to the incident they obtained a high reading (higher than felt) on their precision xtra meter and precision xtra plus test strips. The customer reported that they obtained a reading of 49 mg/dl. The customer ate some carbohydrates and took a dextrose tablet. Approximately 12 mins later the customer suffered symptoms of shaking, sweating and then suffered a hypoglycemic episode; becoming unconscious for approximately 5 mins. An ambulance was called and the customer was taken to a hosp. At the hosp the physician re-tested the customer's blood glucose and obtained a reading of 41 mg/dl. It is unk if the customer was treated at the hosp. The customer's meter and test strips have been requested for investigation. There was no report of death or mistreatment.

Manufacturer narrative:
The device has been returned and an investigation has determined the complaint was not confirmed, and no new issues were observed. All results were within range specifications and no errors were observed during control solution testing.